Manufacturer narrative:
H6: code c19 - a review of the manufacturing records indicated the lot met all pre-release specifications. H6: code b20 -the device remains implanted and was therefore not available for engineering evaluation by gore. According to the gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU), complications associated with use of the gore® tag® thoracic endoprosthesis may include but are not limited to aortic expansion (false lumen) and reoperation. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: physician never notified the gore field sales associate of this event. On (B)(6) 2024, the patient underwent an endovascular procedure to treat the dissection in the proximal part first by utilizing a gore® tag® conformable thoracic stent graft with active control system (ctagac). On (B)(6) 2024, the patient was brought back in to complete the procedure by landing the gore® excluder® thoracoabdominal branch endoprosthesis into the ctagac and covering the distal part of the dissection. After one week from the procedure, the field sales associates (fsa) were notified by the physician that patient had contrast induced nephropathy and that patient would be on dialysis but the blood flow was normal and everything was functioning properly with the devices. At this point, no further information was relayed by the physician to fsa. On (B)(6) 2024, it was reported during a symposium that the tambe had compressed (collapsed) due to the pressure from the false lumen. On (B)(6) 2024, additional information was received from the physician stated that the device that collapsed was the ctagac not tambe. On an unknown date (sometime prior to (B)(6) 2024), the patient was brought in for reintervention revascularization with a non-gore device in the proximal area of the ctagac. No further information is available.